Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and generated technical error codes indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a communication error during startup and failed internal leakage test during pre-use check . The service engineer replaced the control printed circuit board (pcb), expiratory channel pcb and air gas module according to selected recommendations in the service manual. The repair was not finalized at this time. No further information has been received despite reminders. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the fault condition appears during startup, the startup error code will be generated and ventilation cannot be started. As no goods or device logs were returned for investigation, the reported problem could neither be confirmed nor the root cause determined.